Event description:
It was reported that during the implantation of a cardiac resynchronization therapy defibrillator (crt-d), an issue was encountered immediately after connecting the three leads to the device. At this point, electrograms (egm) and marker channels were not displaye d, and the mobile programmer application lost telemetry. Given the potential for extended non-communication exceeding one hour, the patient connector was brought back to the sterile surgical field post-endocardial lead placement. Upon re-establishing telemetry, c ommunication briefly progressed to the device recognition phase before being interrupted. The mobile programmer application displayed a message indicating the mobile programmer was not connected, confirming that wireless communication could not be established. The mobile programmer was subsequently connected; however, the loss of connection had resulted in cancellation of the reading of the crt-d. Multiple attempts to initiate a session on the mobile programmer application resulted in the same communication failure. Eventually, the host tablet was restarted, and the application was relaunched. Successful telemetry was then re-established, allowing for normal interrogation of the device. Following confirmation of crt-d function, the procedure was completed without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, 5076-52 lead, 6935m62 lead, 459888 lead, 24967 patient connector, 24970a mobile programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application electrograms (egm) and marker channels were not displayed could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that the mobile programmer application lost telemetry could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that the mobile programmer application displayed a message indicating the mobile programmer was not connected could not be confirmed but was deemed plausible. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.